Manufacturer narrative:
The investigation determined that the event was caused by the faulty syringe and valve. After service, no further issues were reported by the patient. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 65281701. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and replaced one of the pipettors and the seal and the valve of its syringe. Qc was run 10 times with valid results. The analyzer's performance was monitored and no further issues were reported by the customer.  The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter received questionable gluc3 (glucose hk gen.3) results from multiple patient samples tested on the cobas integra 400 plus. The initial results were not reported outside of the laboratory. The reporter stated that they have an ongoing issue with some initial results being high without a data flag and with repeat results that would be correct. They then decided to report as the issue would occur three or four times every day. The reporter was able to provide three examples of discrepant results: on (B)(6) 2023: sample 1 the initial result was 214 mg/dl. The repeat result was 108 mg/dl. Sample 2 the initial result was 210 mg/dl. The repeat result was 98 mg/dl. On (B)(6) 2023: sample 3 the initial result was 310 mg/dl. The repeat result was 109 mg/dl.